Manufacturer narrative:
On december 7, 2021, the mentor failure analysis lab received the device for evaluation. On december 27, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sx mod classic gel 275cc breast implant had an area of siltex cracking on the posterior view. Additionally, a tear with a length of 0.3 cm was observed within the siltex cracking area. The evaluation determined that the cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
An analysis of the device's photo was completed: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation revision with two 275cc mentor memorygel breast implants, suffered bilateral breast implant ruptures, post-procedure. The ruptures were diagnosed via an ultrasound examination. As a result, the patient bilateral removal and replacement on (B)(6) 2021. The replacement devices were: (left) 190cc mentor memorygel breast implant catalog: 3507190mc lot: 9594306 sn: (B)(4) and (right) 190cc mentor memorygel breast implant catalog: 3507190mc lot: 9594306 sn: 9594306-004. This medwatch form is for the left breast prosthesis.